Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels up to 286 (mg/dl). Customer administered correction boluses to treat elevated bgs; however, the customer reported they are currently ill and is having trouble stabilizing bg levels. System check with tandem technical support indicated that the pump was performing as intended. Recommendation was made to change out supplies and to discuss possible factors that may affect bg levels with health care provider.